Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked at front right corner; bottom case was cracked at l-bracket mounting surface; right plunger case was cracked top surface. Event history log (ehl) showed: motor rate error. An occlusion test was performed and the reported problem was duplicated; this was caused by a combination of main board, motor assembly, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the issue was deemed to be normal wear; the pump was over 12 years old. Actions(s) taken to mitigate the reported issue(s): replaced main board, motor assembly, leadscrew and clutch halves. Performed occlusion test and all functional tests passed.

Event description:
It was reported that the pump had a motor error. No patient injury was reported.